Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient encountered infusion set tubing detachment on (B)(6) 2024. The blood glucose was reported 330 mg/dl. No further information available.

Manufacturer narrative:
E1: patient country: germany.